Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare professional (hcp). It was reported that the hcp told the patient they had another patient whose device flipped over. The patient had no further information regarding the event. No further patient complications were reported as a result of this event.